Event description:
According to the initial report, "19 mm omx valve conduit implanted jan 21 -admitted with gradients much higher(mean 14>>22) than in march and some tee (transesophageal echocardiogram) evidence of thrombus on leaflets and symptomatic sob (shortness of breath). - she has large bsa (body surface area) 1.8 and certainly some ppm but intraooperative gradient mean 14 and stable in march on tte. - inr (international normalized ratio) has been sub therapeutic around 1.4 range".

Event description:
According to the initial report, "19 mm omx valve conduit implanted jan 21 -admitted with gradients much higher(mean 14>>22) than in march and some tee (transesophageal echocardiogram) evidence of thrombus on leaflets and symptomatic sob (shortness of breath). - she has large bsa (body surface area) 1.8 and certainly some ppm but intraooperative gradient mean 14 and stable in march on tte. - inr (international normalized ratio) has been sub therapeutic around 1.4 range"